Event description:
It was reported that 5 bd¿ luer slip tip syringes had misaligned stoppers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "an account manager on behalf of the non healthcare professional reported that syringe in the custom pack, as15944, has been defective in 4 or 5 different packs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected three photo samples submitted for evaluation. Analysis of the photos showed that the barrel, plunger rod, and stopper have been damaged. The scale markings of the device are also missing and there are small traces of ink along the tip area and the middle of the barrel. The root cause of the reported issues of barrel / flange damaged and stopper defective / damaged can be related to the assembly process of the device. The cause of the reported issues of scale marking issue and foreign mater can be related to the marking process of the device. All the reported defects are occurring below their expected frequency. Therefore, no corrective action is required at this time. A device history record review showed no non-conformances associated with this issues during the production of this batch.

Event description:
It was reported that 5 bd¿ luer slip tip syringes had misaligned stoppers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "an account manager on behalf of the non healthcare professional reported that syringe in the custom pack, as15944, has been defective in 4 or 5 different packs."